Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "overheating" could not be confirmed. However, during service and repair, device failures were found but were not related to the reported event. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the "overheating" during surgery. It is known that device was being used during surgery; however, no pt or user injury occurred. It is unk if a delay in the surgical procedure occurred as a result of the device issue. There was no add'l info provided.